Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the hypotube was broken 207mm distal to the manifold strain relief. A hypotube kink was noted just proximal to the break. Several other hypotube kinks were noted at various locations. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013.   It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The "extremely" diffused target lesion was located in the left anterior descending artery. A 2.50x12mm promus element plus stent was advanced but was unable to cross the lesion. The procedure was completed with a different device. No patient complication was reported and the patient's status was stable.   However, device analysis revealed shaft break.